Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. No samples received, however, a photo was submitted. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint. The complaints are monitored closely for a forming trend and reported to management on a monthly basis. Production has been informed.

Event description:
According to the available information, one (1) catheter was contaminated. End user detected the contamination before usage - no harm to user, he's well. Our distributor complains about contaminations on the handle.